Event description:
It was reported that the stair chair would not lock in position to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.